Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during a variceal banding procedure performed on (B)(6) 2025. During preparation, it was observed that the rubber bands were tangled on the delivery device, and one band was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective.